Manufacturer narrative:
Review of batch manufacturing records for the reported lot was conducted. The lot was manufactured in accordance with approved work instructions and met acceptance criteria at the time of product release. Retained lot samples were reviewed and the lot continues to meet release criteria. The injection location (temple) is off-label for bellafill and of which the injecting physician is aware. On (B)(6) 2016, the injector relayed that the patient has resolved with no further issues, with about 6 weeks of treatment with oral and topical antibiotics and two pulse dye laser treatments.

Event description:
The patient developed necrosis after bellafill injection in the temple. On (B)(6) 2016: the patient was injected with bellafill off-label in the temple hollows. On (B)(6) 2016: the patient called the injecting office complaining of crustiness. At this time the office has not since the patient, was not yet aware of necrosis, and prescribed oral antibiotics over the phone, suspecting infection. On (B)(6) 2016: the patient came into the injecting office for evaluation and necrosis was diagnosed. The doctor described a "typical s scar" and debride the area and prescribed topical antibiotics (silver nitrate and metrogel). On (B)(6) 2016: the injecting office reported the patient event to suneva medical, stating that the area is clearly demarcated, there is no risk of further progressing, and it should heal fine with topical and oral antibiotics. They do not know how the necrosis developed after injection, but they suspect that it was likely dusky within 24 hours of injection and was full thickness necrosis within 72 hours. No further information has been provided. On (B)(6) 2016: the injecting office reported the patient has resolved with no further issues after 6 weeks of treatment with oral and topical antibiotics and two pulse dye laser treatments.

Manufacturer narrative:
Review of batch manufacturing records for the reported lot was conducted. The lot was manufactured in accordance with approved work instructions and met acceptance criteria at the time of product release. Retained lot samples were reviewed and the lot continues to meet release criteria. The injection location (temple) is off-label for bellafill and of which the injecting physician is aware.

Event description:
The patient developed necrosis after bellafill injection in the temple. (B)(6) 2016: the patient was injected with bellafill off-label in the temple hollows. (B)(6) 2016: the patient called the injecting office complaining of crustiness. At this time, the office has not since the patient, was not yet aware of necrosis, and prescribed oral antibiotics over the phone, suspecting infection. (B)(6) 2016: the patient came into the injecting office for evaluation and necrosis was diagnosed. The doctor described a "typical s scar" and debride the area and prescribed topical antibiotics (silver nitrate and metrogel). (B)(6) 2016: the injecting office reported the patient event to suneva medical, stating that the area is clearly demarcated, there is no risk of further progressing, and it should heal fine with topical and oral antibiotics. They do not know how the necrosis developed after injection, but they suspect that it was likely dusky within 24 hours of injection and was full thickness necrosis within 72 hours. No further information has been provided.